Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a pause event was observed on the device via remote transmission. Further evaluation confirmed that the event was due to the loss of device's electrode contact with the tissue and would be resolved with time. The patient was stable and will continue to be monitored.